Event description:
It was reported that during an ovarian procedure, the balloon broke during use. Another device was used to complete the case. There were no adverse consequences to the pt. One device returning.